Manufacturer narrative:
(B)(4). Approximate age of device ¿ 90 days. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2017, that the patient was admitted with worsening fatigue, deteriorating renal function with granular cast in urine, anemia, elevated lactate dehydrogenase and a few power spikes over the last few days. No fluid overload. A review of the log file was requested for a potential pump exchange on (B)(6) 2017. The manufacturer¿s technical services representative observed a few unsustained power/flow elevations in the submitted log file. On (B)(6) 2017, the patent's pump was exchanged. Only the pump was explanted, the inflow conduit and outflow graft remain implanted.

Manufacturer narrative:
Device evaluation: the pump was returned with the driveline severed approximately 3 inches from the pump body and an 11 inch portion of the severed silastic sleeve was returned. The sealed inflow conduit and sealed outflow graft were not returned. Upon disassembly of the pump, a brown deposition was found surrounding the inlet bearing ball. The formation was not denatured and was tissue-like in nature. In addition, the formation displayed evidence of laminated layering, suggesting that it developed in the pump for an undetermined amount of time while the pump was operating. A red and white deposition was found situated between the outlet bearing ball and stator blades. The formation was not denatured and was tissue-like in nature. The formation lacked laminated layering; however, contact marks were noted on the rotor bearing cup which suggests that the formation was present in the outlet stator while the device was operating. A duration of time for which it was present in the pump could not be determined. The observed depositions were large and obstructed a significant portion of the flow path, which could have contributed to the reported elevated lactate dehydrogenase. The depositions found in the pump could have also created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. A correlation between the evaluation of the pump and the reported renal failure could not be determined. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The hm ii lvas IFU lists device thrombosis, renal failure, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines indications of pump thrombosis, as well as how to respond to such events. Hemolysis, thrombus and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.